Event description:
It was reported that there was early battery depletion. It was also reported that there were high rv (right ventricular thresholds since shortly after implant. According to the physician, the patient fell down the stairs shortly after implant and it was then that the high thresholds were noticed. The device was explanted and replaced. The pace/sense portion of the rv lead was capped, a new pace/sense lead was implanted, and the defibrillation portion remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. Concomitant medical products: a 419688 lead, implanted: (B)(6) 2011. A 1688tc competitor lead, implanted: (B)(6) 2011. (B)(4).